Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12567. It was reported the patient's system has never covered the back pain and the patient has not been programmed in years. The ipg is unable to communicate with the external devices. Currently the patient is undergoing a peripheral trial. If the trial is successful, the scs system will be replaced during the permanent procedure.